Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery during normal basal deliveries. The customer did not recall the blood glucose reading. Insulin did not exit with a manual prime during troubleshooting, and the insulin pump alarmed for no delivery. The customer removed the reservoir and ran a manual prime and the insulin pump alarmed no reservoir. The customer pushed insulin manually and reported that there was greater resistance than normal. The reservoir was replaced.